Event description:
The pt's parents noted swelling over the incision on the pt's back. The pt was seen by a health care professional and diagnosed with an infection. The pt was treated with unspecified intravenous antibiotics. The device system was explanted. The pt continued to have a fever. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.